Event description:
A falsely elevated architect ca19-9 result of 70 u/ml was generated on one patient sample during a health screening. Upon examination and repeat testing of the patient the architect ca19-9 result generated less than 2.00u/ml. The patient's crp result was normal. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, specificity testing, and a review of labeling. A review of customer complaints received to-date did not identify an increase in complaint activity related to discrepant patient results with architect ca19-9xr, list 2k91-25, lot 14780m500. Accuracy testing was completed using an internal ca19-9xr panel and retained kits of reagent lot 14780m500, which met acceptance criteria. Further investigation is not required. Based on the results of this evaluation, the architect ca19-9xr assay, list 2k91-25, lot 14780m500, is performing as intended and no product deficiency or malfunction was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. (B)(6). This report is being filed on an international product, list number 2k91-25, that has a similar product distributed in the us, list number 2k91-27.